Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. UDI not available. PMA/510(k) number: k013227.

Event description:
It was reported that implant fractured and was removed. Procedure was completed. Discomfort was reported as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (B)(6) was returned for investigation. Visual evaluation of the as returned implant identified that the implant fractured at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were good health condition and moderate bone density (type ii). The reported device was at tooth location 46 (fdi) for approximately 10 years, 7 months. DHR review was completed for the subject lot number (61807476). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.